Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field was to small for the full name. It should read: "(B)(6)". A medtronic representative went to the site to test the equipment. Testing revealed that the e-stop button triggered automatically. Reinstalling the motion firmware on the system fixed the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the e-stop button triggered automatically. There was no patient present when this issue was observed.